Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had product performance issue and was initially abandoned. Additional information was received indicating that this lead was explanted during a system upgrade. No additional adverse patient effects were reported.